Event description:
The customer reported via phone call that she had a sensor which did not contain a cannula. The customer also reported seeing a purple/red color in the infusion set tubing that she did not think was blood. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that the sensors would be replaced but did not have the device to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.